Event description:
It was reported the patient was presented for a follow-up in-clinic. During interrogation procedure, the pacemaker was unable to be interrogated through radio frequency (rf) telemetry and inductive telemetry. Additionally, the pacemaker exhibited no response to the magnet placement. No intervention was performed. The patient was in stable condition.

Event description:
New information received notes the pacemaker was explanted and replaced. The patient was in stable condition throughout procedure.

Manufacturer narrative:
The reported events of failure to interrogate and no pacing output were confirmed. Device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, depleting the battery prematurely, resulting in the reported events. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
New information received notes the pacemaker exhibited loss of pacing and was explanted and replaced. The patient was in stable condition throughout procedure.

Manufacturer narrative:
The reported events of failure to interrogate, premature depletion and no pacing output were confirmed. Device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, depleting the battery prematurely, resulting in the reported events. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.